Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of this incident, it was determined that one patient was not showing on all machines. A technical support specialist sent a follow-up requesting a suitable time window to access the server and informed the customer of the available working hours (2:00 pm-11:00 pm pst). The customer was also advised that the agent would be off for the next two days and that the case could be reassigned if the provided hours were not suitable. Later, the customer reported that the patient had been discharged and requested case closure. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, a patient was not appearing on any of the stations. The customer reported that the patient record was visible on the server; however, the patient did not display on any of the machines. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.